Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The patient's father reported that the patient was at a normal doctor visit. The patient's father mentioned to the doctor that the patient had a previous skin reaction in (B)(6) 2016. The doctor suggested that the patient use flonase on the sensor site before insertion and then to use skin tac where the adhesive adheres to the skin. At the time of contact, the patient was doing okay. No additional patient or event information is available.